Manufacturer narrative:
No problems or issues were identified during this device history record review. A product sample was received for evaluation. No evidence of the reported problem was found on the event log. Visual and functional testing were performed. The lcd lens was scratched. The customers reported problem was confirmed. The device's delivery accuracy was running at three different tests. All of the test were found to be over the manufacturing specifications. The root cause of the reported issue was found to be that the device was out of mechanical specifications. Actions were taken to mitigate the reported issue: expulsor replaced in order to bring the delivery into more nominal of a range.

Event description:
It was reported, that the pump was over-delivering. No patient injury was reported.